Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's recharge burden had increased and the pt is having to charge every 1 to 1.5 days. Based on the settings, the reported recharge burden appears to be excessive. The sjm rep reprogrammed the pt and will continue to follow-up with the pt.